Manufacturer narrative:
Unable to prime unit during prime/delivery test due to loose / flush drive support disk. No compromised force sensor alarms noted. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. Unit received with partially broken reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.